Manufacturer narrative:
Attempts were made to obtain further information regarding patient details. To date no further information have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient disconnect alarm. Alarm condition only, however the device was removed from the patient and an alternate device used. No patient harm.